Event description:
It was reported that a cassette not attached ec was experienced.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing. Upon inspection, the reported "cassette not attached ec" problem was not duplicated. Found cassette not attached properly alarming in event history log. The dso sensor was replaced as a preventative measure.